Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter: occurred during an open laryngectomy procedure. The stapling device was being applied to the laringe. During the orofaringea, the crirurgia grampoa and were sun. The staples did not deploy. The staples opened the stapling. In order to resolve the issue and complete the case, used manual suture. There was medical or surgical intervention needed to prevent a permanent impairment of a function. Used wire suture. There was no patient harm. The patient status is alive, no injury.